Manufacturer narrative:
Siemens filed the initial MDR 2517506-2019-00455 on 06-dec-2019. Additional information (19-dec-2019): siemens further investigated the event. Siemens customer service engineer (cse) found no indication of reagent delivery or foaming issues and performed photometer maintenance. Contributing factors such as sample integrity and preanalytical variables cannot be ruled out. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. Repeat of the same sample yielded expected results. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and a customer service engineer (cse) was dispatched. Customer service engineer (cse) noted that the precision run was acceptable and a performed a window clean with passing quality control test. All drain ports and probes were flushed and cleaned and the probe alignments were checked. Siemens is investigating this issue.

Event description:
A discordant, falsely low creatinine patient result was reported using a dimension xl 200 instrument. The initial discordant result was not reported to the physician(s). The same samples were repeated on the same instrument three times. The final repeated result was reported, as the correct result, to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant result.